Event description:
The advocate stated the customer tested her blood glucose using her own contour and another contour meter and received readings of 206 and 76 mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer is expected to return her strips for evaluation. Replacement meter and strips were sent. Customer provided only the meter information.

Manufacturer narrative:
Initial reporter address and phone were not provided.